Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative initially thought patient was seeing a 505 code on their patient programmer (pp), but it was actually a por. They had met with patient already and reprogrammed their system. Patient having unrelated brain MRI. Caller also mentioned possibly that patient had a prior surgery and use of bovie that might have caused this code to appear on pp, but this was all speculation on part of caller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the manufacturer representative spoke with the patient and explained that they did not have approval for full body MRI's. Patient understood and was forwarding that information to their primary care doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a call your doctor symbol on the patient's programmer but the code was unknown at the time. It reported that the patient was going to have a magnetic resonance image (MRI) on the morning of the report. The MRI facility provided (B)(4) batteries to the patient and during an attempt to turn off ins a doctor symbol was noted. It was also noted that the MRI was rescheduled for monday and power on reset (por) or end of service (eos) was suspected. No symptoms were reported with the event. Additional information was received and the patient reported trying to use the patient programmer to turn the device off but saw the por message. The patient was redirected to the health care professional to clear the por. There were no symptoms or further complications reported or anticipated.